Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - ni. Brand name ¿ ni. Device info - ni. Date implanted - day ni. Date explanted - ni. Manufacture date ¿ ni. This report is based on allegations set forth in patients notice and the allegations there in are unverified. Product location unknown.

Event description:
The patient reported a revision procedure due to allegations of elevated metal ion levels, limitation of daily activities, degeneration of the hip, urinary problems, pain, lower back pain and unknown knee complications. This report is based on allegations set forth in patients notice and the allegations there in are unverified.